Event description:
On 01-jun-2026, angelini s.p.a. Provided the report to bridges consumer healthcare. Angelini s.p.a. Received the report on 21-may-2026. This serious spontaneous case, manufacturer control number: (B)(4) is an initial report from portugal received on 21/may/2026 from a pharmacy through angelini portugal (B)(4). This case report concerns a female patient (age not reported), who applied thermacare lower back and hip (batch number: ga1625, expiry date: -mar-2028) for unknown indication. Medical history: unknown concomitant medications: unknown on (B)(6) 2026 date, after thermacare lower back and hip initiation, the patient experienced a burn incident that occurred in connection with the use of a thermacare patch for the lower back. The patient used the thermacare patch for the lower back according to the instructions provided. However, after use, an adverse reaction occurred that resulted in a burn. Outcome: burn: unknown the action taken in response to the events for thermacare lower back and hip was unknown. Angelini medical assessment: the pi of thermacare lower back and hip mentions that thermal burn could be an adverse event of this medical device. Dechallenge and rechallenge were unknown. Temporal association adverse event medical device is plausible. Based on the information provided, the causal relationship between thermacare lower back and hip and the reported adverse event was considered as possible. The overall assessment for this case is serious/labeled/possible the expected date of the next report is 10-jul-2026.

Manufacturer narrative:
Reportable near incident identified. Investigation in progress.